Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, this was a left transfemoral tavr procedure with a 26 mm sapien 3 ultra resilia (s3ur) valve. The physician felt resistance when advancing the 26 mm commander delivery system into the 14 fr esheath+. The tip of the esheath+ was flouroed, and the valve appeared to be outside of the esheath+ at the distal end of esheath+. The entire system was removed and discarded. A new 26 mm resilia kit was opened, prepped and delivered without issue. The 2nd esheath+ was inserted, and the esheath+ was ballooned with a 6.0mm balloon. A viper slide was injected into the esheath+ prior to the new valve insertion. There were no patient complications or issues with esheath+ removal. The patient was stable and was discharged. The perceived root cause of the event is that the valve started to exit on the side through the esheath+ liner. There was no difficulty faced inserting esheath into patient. The expansion tool was used. The vessel was dilated prior to esheath+ insertion. The loader was able to be fully inserted into the esheath/esheath housing. The esheath was not inserted at a steep angle. The ds did not exit the esheath. The system was withdrawn from the patient as a single unit. A photo of the devices after use revealed a bent strut on the valve, and the valve is exposed through the liner.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and revealed the patient's left access vessel had the presence of moderate calcification, moderate tortuosity, and undersized vessels. The minimum luminal diameter (mld) 5.5mm required for 14f sheath/ 6mm required for 16f sheath per IFU. The imagery showed that the patient had a minimum luminal diameter for 4.9mm through the left access vessel, which is under the minimum requirement of less than or equal to 5.5mm for the 14f esheath+. The crimped valve was exposed through sheath liner. The reported bent strut was unable to be observed based on the imagery provided. The complaint for inability to advance through sheath was confirmed as on the imaging evaluation the valve was seen punctured through the sheath liner suggesting resistance between components. Available information suggests patient factors (calcification, tortuosity, undersized vessels) likely contributed to the event based on the review of the provided imagery, which showed calcification and tortuosity in the left access vessels, and it was reported that the patient had ''moderate'' tortuosity and calcification in the access vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. The complaint for liner punctured was confirmed based on the imaging evaluation. Available information suggests patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (high push force) potentially contributed to the liner punctured event. High push force applied to overcome the resistance can damage the sheath through continued interaction between the crimped valve and sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve catching onto the sheath hdpe, liner, and/or strain relief and lead to damage. Patient factors (calcification, tortuosity, undersized vessels) can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.